Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, image does not appear in combination with old scope (180 scope). The design of the dr board had changed, and it was confirmed that the subject device was a product before the design change. The circuit design of the operational amplifier of the dr board was changed on (B)(6) 2018 because it did not meet the specifications (there was a possibility that blackout might occur inside the mask of 180 scope). Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that when older model scopes were connected to the olympus, model cv-190, evis exera iii video system center, using the "spiral cable," there were "stripes" in the image and nothing could be seen on the image. When using "190 devices," no problems were observed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was evaluated and the reported problem confirmed. The cause was assigned to printed circuit board failure; to resolve the problem, the part was replaced. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.